Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) setscrew thread was broken and misaligned. A different device was used to complete the implant procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. The returned device indicated a set screw, which was found in the connector bore, to have a rounded socket.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.